Manufacturer narrative:
The other two instruments involved are: flexible bayonet drill 3.2 mm shaft l 56, code 01.26.10.0012, lot 14h8258. Flexible ao bayonet shaft 6.5 l 135, code 01.26.10.0213, lot 14h1977.

Event description:
The surgeon had a patient with a difficult case. The patient had a failed subcapital fracture and three canulated screws that needed to be removed prior to normal surgical technique. Once the surgeon started implanting the medacta products he found the instruments difficult to work with. He felt the depth gauge was too wide making it difficult to get it in and out of the cup. He felt the flexible drill holder coupler was too long and the shaft was too large. The bayonet drill is 56mm which he felt was too large and would prefer one that was 25mm or 35mm. Also, the impaction washer was not in the set for the surgery. All of these problems left him frustrated and caused a 45 minute delay in surgery. The surgery was completed successfully without harm to the patient. Instruments will not be returned for analysis - surgeon will be using them for next case

Manufacturer narrative:
On 19 january 2016, it was prepared a final report with the information already submitted in the initial report. On 20 january 2016, the report was sent to the initial reporter and the case was closed.